Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert had appeared on pump history. There was no reported impact to the customer¿s blood glucose level. Customer used tandem wall adapter and tandem charging cable, issue resolved when pump began charging, pump did not shut down or become unable to turn back on, and no further assistance was required.